Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the electrode was severed near the array, and surgical tool marks were observed on the top and bottom covers. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some electrical tests from being performed. The device passed the electrical tests performed. The device failed the residual gas analysis test. The internal visual inspection noted silver migration across some electrical components. This device has moisture that exceeded the residual gas analysis test limit. The source of the problem was a feedthru hermeticity issue from one feedthru vendor. Feedthru assemblies from this vendor are no longer used. A corrective action was implemented. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a potential device failure. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed near the array and surgical tool marks were observed on the top and bottom covers. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some electrical tests from being performed. The device passed the electrical tests performed. This is an interim report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.